Manufacturer narrative:
Event site telephone: (B)(6). Event site postal code: (B)(6). The initial reporter was the operating room chief. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 31st january, 2024 getinge became aware of an issue with one of surgical equipment - eqt. It was stated the handle of the ceiling-mounted monitor holder fell off during the surgery and there was a risk of it falling onto the patient. Fortunately, there was no harm to the patient. According to the information provided by getinge technician after service visit the handle of the handheld holder and the holder became separated (adhesive peeled off). Photographic evidence confirmed that issue. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code, h3c if other provide code -explain and h4 manufacture date fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Previous h4 manufacture date: 2022-08-23. Corrected h4 manufacture date: 2022-08-24. Getinge became aware of an issue with one of surgical equipment - eqt. It was stated the handle of the ceiling-mounted monitor holder fell off during the surgery and there was a risk of it falling onto the patient. Fortunately, there was no harm to the patient. According to the information provided by getinge technician after service visit the handle of the handheld holder and the holder became separated (adhesive peeled off). Photographic evidence confirmed that issue. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. The device has been repaired by replacement of camera holder: alm handle s/a (B)(6) and returned to use. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the detachment between aluminum cylinder and the handle support is probably due to mechanical shocks, collisions, or excessive efforts. To prevent any similar incident: - during the manufacturing the parts are degreased - the quantity of the instant adhesive gel deposited is checked - the adhesive bonding is checked by manual traction during the manufacturing. - the user manual mentions to check the condition of the sterializable handle. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.